Event description:
The customer reported via phone call that the pump had continuous scrolling and froze. Customer's blood glucose was 450 mg/dl. Customer stated that sometimes when the pump vibrates, her blood glucose will go low. Customer stated that the pump was giving unknown doses and that she had scroll wrap issues. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with an intermittent button response due to the flattened dome switch on all buttons. There was no frozen display or numbers scrolling up noted. The pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. No prime/fill anomaly was noted. The pump was programmed with multiple manual boluses, bolus wizard, and basal rates and monitored. All the boluses and basal rates were delivered and recorded properly in the bolus history screen and basal review screen. There was no manual/wizard bolus anomaly noted. The pump had a cracked case at the display window corner, a minor scratched lcd window, a broken belt clip slot at the battery tube threads area, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.